Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verification test step during testing. The device was recalibrated to address the issue. The device was re-tested and it failed the active exhalation test step. The active exhalation controller valves were replaced to address the issue. Additionally, unrelated to the test failures, damage was found to the universal porting block, the base enclosure and the module plate a. Also, the power cord clamp was found to be missing. The porting block, power cord clamp, base enclosure and module plate a were replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive flow verification test step during testing. The device was recalibrated to address the issue.